Event description:
The customer reported that vasoseal was used on 3/6/98 following a renal stent placement. The procedural sheath size used was off label. The collagen plug was deployed into the artery. Post-procedure the arterial flow decreased along with claudication. The pt had surgery to remove collagen from artery.